Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an elective angioplasty procedure. Immediately after the procedure, it was noted that the patient's pulses were diminished. It was reported that "the stitch was affixed to the posterior and anterior wall of the artery." A surgical cut-down was performed to remove the stitch. The patient's pulses immediately returned to pre-procedure quality once the surgical cut-down was completed. The patient's hospital stay was reported to have been lengthened due to the incident. There are no reports of further adverse sequelae.